Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. The lead was returned cut in three segments. External insulation abrasion was noted at 28.4-28.6cm from the distal end of the middle portion, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 12.6-14.0cm from the distal tip electrode. The etfe coating was intact at these locations. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.